Manufacturer narrative:
Unit received with blank display due to corroded battery tube and battery cap contact. Unable to perform displacement test due to blank display. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with stripped battery cap coin slot.

Event description:
The customer reported via phone call that the customer was not able to remove the battery cap and insulin pump was going dead. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.